Event description:
The audibile alarm did not work. Unit was on a pt at the time the malfunction was identified and no pt harm was reported. Testing of the unit confirmed that the speaker was not functioning due to a broken coil wire resulting in an open circuit. The speaker was replaced to corect the prblem and hte component was forwarded to engineering for further evaluation.